Manufacturer narrative:
Philips investigated the complaint and came to the following conclusion: the system computer became overheated and released fumes into room. The overheating was caused by the fan assembly that failed, the system is end of life and end of service, so we can only service the customer to our best effort. (B)(4). (B)(6).

Event description:
Philips received a complaint from the customer in which they stated that a technician of the hospital burnt her nostrils and nasal cavities because of the strong smell and fumes coming from the cabinet. The system was not in clinical use.